Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that during the basic evaluation procedure on (B)(6) 2017, only the right lead was placed. They kept hitting the bone when they tried to place the left lead. It was further reported on (B)(6) 2017 that the lead was poking out, so the patient had to tape their lead down under their bra to avoid it from getting caught. They also indicated that they had itchiness on (B)(6) 2017. The issues were not resolved at this time. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported there was not a lead issue and that the right lead was placed and the left was not placed. It was reported that the reason the lead was poking out was due to the way it was taped. It was reported that the left lead did not malfunction but just was not used. No further complications anticipated.